Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding errors related to the complaint. A review of the data log observed multiple shutdowns in the 40 to 50% capacity ranges due to low battery, during sensor session. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for internal inspection and it failed. A battery ic chip was found to be damaged. The reported event that the receiver ceased to function was confirmed during battery testing and interior inspection. The root cause was determined to be a defective receiver battery.